Event description:
Caller is a facility person calling on behalf of a patient. Caller states that standard sling is ripping near the seam in the middle of the sling where the patient's back would be. Caller states the patient has had the sling for about 10 days. Caller states the label on the sling has the serial number is (B)(4).